Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functioning and could be charged. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device showed signs of heat generation on the electrical contacts, caused by a short circuit. It was further determined that there was a possibility that the handpiece device might have caused the short circuit. It was noted that the handpiece device was not reported by the reporter (returned for investigation). Therefore an assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device failed to charge. During in-house engineering evaluation, it was observed that the device showed signs of heat generation on the electrical contacts. It was reported that the event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.